Event description:
It was reported during the patient's scs trial procedure, while the physician attempted to insert the needle a wet tap occurred. Subsequently, when the physician attempted to insert the lead another wet tap occurred. The physician abandoned the procedure. The patient did not report any symptoms. The patient stayed in the hospital overnight but no blood patch was reportedly done.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.